Event description:
The ge oec 9900 fluoroscopy system displayed communication failure error message and had a noisy/vibrating x-ray tube that was distracting to the physician.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the noisy x-ray tube and replaced a defective rtos pcb. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.